Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: ¿catch, flip, and remove¿ technique for retrieval of a hypermobile detached leadless pacemaker: a case report and literature review. Journal of innovations in cardiac rhythm management. 2022;13(4):4964¿4967. Doi: 10.19102/icrm.2022.130404. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the retrieval of a hypermobile detached leadless implantable pulse generator (ipg). The article reports a patient who presented to the hospital for an extraction of a previous implantable cardioverter defibrillator (ICD) system for infection and was implanted with a leadless ipg. Over the course of the hospitalization, the device exhibited rising thresholds. Even after reprogramming the highest output, intermittent loss of capture was seen, necessitating placement of a temporary pacemaker. Approximately eight days later, the patient was implanted with a new leadless ipg. Following implantation of the new device in a higher position, an attempt was made to snare the previous device. However, after snaring the body of the old leadless ipg and while trying to move the snare back, the leadless ipg broke loose and began moving freely between the inferior vena cava (ivc), right atrium (ra), and tricuspid valve annular areas. It was then decided to use a two-snare technique using multi-loop snares. The device was removed, and their new device remains in use. No patient complications have been reported as a result of this event.